Event description:
Additional information was received from the patient. They reported that they were told it was put wrongly and that they are planning to take it out but have not planned the date yet. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0z8mq, implanted: (B)(6) 2016, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) and a consumer (con) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported the patient's new health care professional (hcp) emailed the rep, asking them to reach out to the patient. The rep reported that they spoke to the patient that day, monday, march 29th. The rep reported that the patient stated their device had never really worked properly since the original implant and that they had always felt stimulation down their right leg, causing their big toe to curl. The patient stated that they had been told that "that was normal," after after they had been implanted. The rep asked the patient if they had changed programs over the years, and the patient stated that they had tried them all, with all of them causing the same results: no symptom relief and stimulation down their right leg. The rep advised the patient to turn off the stimulation and explained to the p atient that stimulation down the leg was not helpful for symptom relief. The rep said that they recommended that the patient consider a lead revision. The rep noted that there were no environmental/external/patient factors to their knowledge and noted that they had asked about it.